Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) number provided is of the device considered 'similar.' Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The device involved in the complaint was evaluated in the laboratory on the 03rd may 2019. No defect found in the laboratory, only stent was returned. Therefore, unable to carry out functional inspection. Following the laboratory evaluation additional information was requested to aid with the investigation. Can you elaborate on the "when doctor removed all the system, stent stayed blocked into the operating channel." Of the device or scope? It was in scope operating channel. When did they removed the safety wire? Yes they did, but stent stayed attached to the system. Please advise if a recapture was performed during the procedure? No. Prior to distribution all evo-fc-10-11-4-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-4-b device of lot number c1585907 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1585907; upon review of complaints this failure mode has not occurred previously with this lot #c1585907. The instructions for use ifu0062-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use ifu0062-5. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the suture becoming trapped between the inner and outer catheter. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed based on the customers testimony as the clinical setting that could impact on the functionality of the device cannot be replicated in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The doctor encountered a problem during procedure with device evo. In order to continue the procedure, practitioner has to remove and use a new device from life's company "as per complaint form": customer opened the package, system seemed to be ok they were in a good position front papilla, no more bending and no more elevator they introduced stent through the scope channel, introduced stent in the biliary duct. They pressed the trigger before to deploy it was easy to deploy the stent but at the end of deployment stent stayed attached to flexor system. Of course the cable with red button was removed without problem but unfortunately stent stayed attach. They still pressed the button for librating stent. Nothing happened, finally doctor removed all the system and stent came with all. When doctor removed all the system, stent stayed blocked into the operating channel. They kept the stent for expertise. They put another stent from another company for finishing the procedure no pb for the patient and scope.

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) number provided is of the device considered 'similar' cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of 'flexor kinked/ stretched/ broken/ compressed' and ¿deployment issue that results in the exposed stent removed from the patient with the delivery system¿ the doctor encountered a problem during procedure with device evo. In order to continue the procedure, practitioner has to remove and use a new device from life's company "as per complaint form": customer opened the package, system seemed to be ok they were in a good position front papilla, no more bending and no more elevator they introduced stent through the scope channel, introduced stent in the biliary duct. They pressed the trigger before to deploy it was easy to deploy the stent but at the end of deployment stent stayed attached to flexor system. Of course the cable with red button was removed without problem but unfortunately stent stayed attached. They still pressed the button for liberating stent. Nothing happened, finally doctor removed all the system and stent came with all. When doctor removed all the system, stent stayed blocked into the operating channel. They kept the stent for expertise. They put another stent from another company for finishing the procedure no pb for the patient and scope.